Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with tier insulin pump. It was reported that the pump was damaged at the battery compartment. It was reported that the pump had blank screen. The customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform the functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked case at the display window corners, battery tube threads, minor scratched and cracked display window.